Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. Ts and suture were not returned. Reported non-deployment cannot be confirmed. Dimensional assessment of the needle found it met print specifications. No root cause related to the manufacture of the device can be established. (B)(4).

Event description:
During an anterior cruciate ligament reconstruction and medial meniscus repair procedure, using a contralateral approach to repair the red and white area of the meniscus, t2 would not deploy. T1 was left in the patient unsupported. Another fast-fix device was used to complete the procedure. The customer indicated there was no damage noted to the device and there was no difficulty advancing the trigger.

Manufacturer narrative:
Although anticipated, the device evaluation has not yet begun. When the device evaluation is completed a supplemental report will be submitted. (B)(4).